Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED log files identified the reoccuring service code 250, which is associated with speaker and audio issues and confirmed the customers report.